Manufacturer narrative:
This report is submitted on may 26, 2022.

Event description:
Per the clinic, the patient experienced skin breakdown at the magnet site and subsequently was treated with topical antibiotic (specific date and duration not reported).